Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 595 mg/dl. Customer reported that the insulin pump had no delivery alarm. Customer also reported that the cannula was bent at the infusion set. Troubleshooting was done for no delivery alarm. Customer was reported a past event. Customer reported that alarm did not occur during manual prime. Customer reported that the event was resolved by changing complete set. The insulin pump was not returned for analysis.